Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they actively cooling patient. The arctic sun device alerted therapy stopped. Restarted therapy but now rewarm countdown clock has begun. Verified only alerts or alarms was 03 water reservoir low. Cooling clock still shows 12 hours remaining. Walked through returning to cool patient start and picked up where therapy left off. Noted rewarm would only start at end of cooling period or if start button under rewarm was selected manually. Encouraged to call back with any additional questions or concerns.

Manufacturer narrative:
The reported event was inconclusive. A root cause could not be definitively identified. Restarted therapy but now rewarm countdown clock has begun. Verified only alerts or alarms was 03 water reservoir low. Cooling clock still shows 12 hours remaining. Walked through returning to cool patient start and picked up where therapy left off. Noted rewarm would only start at end of cooling period or if start button under rewarm was selected manually. Encouraged to call back with any additional questions or concerns. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they actively cooling patient. The arctic sun device alerted therapy stopped. Restarted therapy but now rewarm countdown clock has begun. Verified only alerts or alarms was 03 water reservoir low. Cooling clock still shows 12 hours remaining. Walked through returning to cool patient start and picked up where therapy left off. Noted rewarm would only start at end of cooling period or if start button under rewarm was selected manually. Encouraged to call back with any additional questions or concerns.